Manufacturer narrative:
Unit is being returned for evaluation by manufacturer. If any new information is discovered, a follow-up report will be submitted.

Event description:
The patient filled his portable h300 with the helios unit ; then he went to his kitchen and he heard some noise. He came back to see the helios unit and noticed that it was leaking ; trying to stop the leak, he burnt 3 fingers. The patient went to the emergency but didn't stay at the hospital. Now he has no more pain but said he missed a bit sensitivity.

Manufacturer narrative:
Unit was returned for evaluation. The unit in question is within all manufacturers' specifications, the alleged incident reported could not be duplicated.